Event description:
A complaint of high readings from a customer's xtra meter has been reported. The customer felt symptoms of hypoglycaemia and did a test and received readings of 5.7 mmol/l. She did not take glucose tablets, and went into a hypoglycaemic coma. Husband administered a glucogan injection, and she then began to regain consciousness.

Manufacturer narrative:
Customer returned meter serial number qa3181-3600. Test strips were not returned. Returned meter performed in accordance with MFR's instructions for use. Customer's complaint of inaccurate high readings was not duplicated during testing.